Event description:
The customer called with questions about some of the readings she had received on her meter. While troubleshooting, she performed control tests and received a result of 43 mg/dl. The normal control range was 89-123 mg/dl. No adverse events were alleged. The customer tested with a new bottle of strips, and control results were in range. The customer used up the suspect test strips, so no product is available for return.